Event description:
Procedure: diagnostic laparoscopy reportedly, when the surgeon introduced the trocar, an artery was severed. The bleeding could not be controlled via the laparoscopic approach. Converted to an open procedure. Cautery was used to stop bleeding. Pt is reported to be fine.